Event description:
Breast implant illness for 13 years. Autoimmune hepatitis diagnosis. Mitral valve leak in my heart. Breast plant contracture. Explant (B)(6) 2021. Positive ana blood test. Several heart test 2020. FDA safety report ID #(B)(4).